Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-00222. Related manufacturer reference number: 2938836-2020-00224. It was reported that patient presented to her general practitioner and it was noted that the device had eroded and was visibly coming through the skin. Patient was sent to hospital for system removal. When the physician opened the pocket and placed a stylet down the first lead a puss like substance was observed on the lead. The pocket and lead were swabbed and sent for culturing. The results are unknown. During the procedure, the patient had an emergent sternotomy. Both leads were successfully removed, and the patient left the procedure and went to ICU. The patient is now extubated and stable.